Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis. Two lots of test strips were returned by the lay user/patient and as it was unclear which particular set was associated with the complaint both vials were evaluated with the following findings: the test strips lot # 3793922 passed all testing with no faults found. The reported issue could not be confirmed. The test strips lot # 3912009 passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strip vial had been overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.